Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the failed drawer was not on the bus. The field service engineer (fse) cleaned the contacts on both drawer controller boards, secured the connections, and tightened the hard stops. The device was tested in hardware test application and functioned properly. As a proactive measure, the fse checked additional drawers, secured their connections, and verified that all were operational. The system functioned as intended after the field service engineer repaired the device.